Event description:
On the morning of (B)(6) 2012, the laboratory staff discovered a potential error with one of three automated chemistry analyzers (siemens dimension vista 1500 (vista)). This error was detected during the a.m. Quality control analysis where it was noted that a large number of results were outside of acceptable ranges. This error was traced presumptively to a mechanical part affecting the consistency of test reactions on a specific location within the instrument (server 1). The error first occurred on the morning of (B)(6) 2012 and occurred with increasing frequency until the morning of (B)(6) 2012. The level of there error, as defined by the company, would not be noted by or require action from the laboratory staff as it is presumed not to affect patient results. Therefore, there was no indication to the laboratory staff that a problem was occurring with the vista. (B)(6) laboratory repeated approximately 1600 individual tests and found significant discrepancies in 31 results ((B)(4)). Affected tests included lithium, phenytoin, valproic acid, tobramycin, tibc, total protein, alt, phosphorus, and triglycerides. An additional 51 tests were quantitatively different, but the differences were not likely to have caused a difference in clinical management and therefore were not corrected. To our knowledge, there were no adverse clinical outcomes in any of the 31 patients affected. Our concern is that the laboratory staff (customer) received no notice or flag indicating that an error was occurring. As this error did ultimately affect patient results, it is our opinion that the assigned categorization of this type of error is inappropriate and potentially unsafe. List of tests potentially affected: acetaminophen, albumin, alcohol (serum and urine), alt, ammonia (not repeated due to stability), carbamazepine, ck-mb, direct bilirubin, digoxin, ferritin, free t3, free t4, gentamicin, hcg, hdl, iron, lactate (not repeated due to stability), ldh, lipase, lithium, magnesium, phenobarbital, phenytoin, prealbumin, t-uptake, total bilirubin, theophylline, tibc, tobramycin, total protein, triglycerides, troponin, tsh, valproic acid, vancomycin.